Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and the customer did not notice a trend arrow on the device. The customer experienced vomiting, fatigue, sweating and developed hypoglycemia at 39 mg/dl and was seen in the emergency room and was administered intravenous hydration and received ECG, blood, cardiac, capillary, and urinary tests. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.